Event description:
It was reported that the balloon was burst during preperation. Therefore, it was changed the new same one and the procedure was completed. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. There were no anomalies found during visual and optical inspections. During functional testing,the 6f catheter was introduced and advanced through the balloon catheter proximal end. No anomalies were observed with the balloon catheter. The balloon inflated and deflated as intended. The balloon stayed inflated for 60 minutes. The balloon maintained its pressure and no leaks were noted. Since the reported event balloon burst can not be confirmed, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the balloon was burst during preperation. Therefore, it was changed the new same one and the procedure was completed. There was no patient involvement.